Event description:
A user facility reported to olympus that the error "b30" occurred when using olympus, model series 190 and series 1500 scopes with the olympus, model cv-190 plus, evis exera iii video system center. The intended procedure was completed by replacing the scope. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(4) for additional report.

Manufacturer narrative:
The reported problem was resolved through an onsite visit, performed by an olympus field service engineer. To resolve the problem, the fse cleaned the connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Update to section d4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the cause was presumed to be due to scope as the phenomenon was improved by replacing several scopes, but this could not be specified due to the lack of further information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device